Manufacturer narrative:
Device evaluation: product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing record was not reviewed since the serial number is unknown. Conclusion: considering the limited information available it cannot be determined if there is a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. Model: unknown, information not provided. Catalog#: unknown, information not provided. Expiration date: unknown, information not provided. Serial#: unknown, information not provided. Unique identifier: unknown, information not provided. Implant date: unknown, information not provided. Explant date: unknown if jnj iols were explanted. Manufactured date: unknown, information not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reported issue was noted in a website labeled ¿kera-net¿ where eye professionals may review and discuss products. In reviewing or discussing several products the johnson and johnson symfony iol was mentioned. The doctor mentions that he is going to be very busy taking out the symfony iol over the next few years as he is already busy dealing with unhappy patients who have been ¿yagged¿ every week. Thru follow-up the doctor explained that he does 3-5 iol exchanges each week on referral and the paper work on these is usually handled by his staff. No further information specific to the symfony lens was provided.